Event description:
A malfunction was reported on the pump, and the malfunction code displayed was malf 15. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, as the malfunction code was resettable. The code did not recur after resetting, and the customer was informed to continue using the pump and to call back if the malfunction code recurred. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.